Manufacturer narrative:
Titan touch pump, and detached inlet tube with connector were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with the tubing or connector. The information received indicated the pump was difficult to activate, but because no functional abnormalities were noted with the returned component, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2021 and revised on (B)(6) 2021 due to initial pump resistance is too hard. Patient and physician cannot activate the prostheses due to excessive pain. Additional information received indicated the initial pump pressure is extremely high.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the pump resistance of this device was too hard and could not be activated due to excessive pain. Therefore, the device was explanted and replaced.